Event description:
While preparing to do a cap change, a cap change tray was opened in a sterile manor. A hair was found within the packaging. A new kit was obtained and cap change was complete. Package information: gtin: (B)(4); exp (17) 2025-06-01; lot (10) 6000625.